Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the cartridge was filled with water and the customer only used the pump for continuous glucose monitoring (cgm). There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information on the reported event.